Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 9/29/2025, an FDA medwatch notification was received via email. A facility representative reported that during surgery, a scorpion needle was used in a patient. During the procedure, the needle tip broke within the handpiece. This issue was not identified until a subsequent surgical procedure, when the handpiece was reused and a new needle was inserted. Upon deployment, the device malfunctioned, leading to the discovery of remnants from the previously broken needle still inside the handpiece. No further information was reported. Additional information requested.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle thus, breaking the needle and causing a blockage within the shaft.

Event description:
Additional information: the procedure was performed on (B)(6) 2025. The part and lot number for the needle could not be obtained, as the packaging had already been discarded. The facility representative was not aware of any fragments remaining in the patient. No issues were noted during the procedure, and there was no delay in surgery. Additional anesthesia was not administered, and the case was completed successfully.

Manufacturer narrative:
Additional information: b5, g3, h3, h6 additional information was received on 10/2/2025: the procedure was performed on (B)(6) 2025. The part and lot number for the needle could not be obtained, as the packaging had already been discarded. The facility representative was not aware of any fragments remaining in the patient. No issues were noted during the procedure, and there was no delay in surgery. Additional anesthesia was not administered, and the case was completed successfully.